Event description:
It was reported that there was a failure of the ventilator during use. Automatic ventilation was no longer possible. The user switched to manual ventilation to continue the case. There was no injury reported.

Manufacturer narrative:
The investigation is ongoing. Results will be provided within a separate follow-up report. H3 other text : on-going.